Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It has been reported that readings have been 50 to 100 points off. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of inaccurate cgm values could not be determined. A root cause could not be determined.